Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that an error code was present that is indicative of a device lockup. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the event code was logged in the device's memory. After clearing the event code, the reported issue could not be duplicated in testing. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that an error code was present that is indicative of a device lockup. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.